Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump keypad was malfunctioning. No additional information was provided. This complaint is being reported because the reported issue was not resolved during contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: there was no visible damage to the keypad observed during testing. The keypad buttons were tested and all of the keypad buttons responded properly. The keypad was removed and no damage or contamination was found on the button contacts. No defects were found related to the keypad complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.